Manufacturer narrative:
Complaint filed in other country, however, the same or similar glove is sold in the us.

Event description:
The hospital started to use syndication gloves . A user had red hands with swollen fingers and some spots like she get stung in the nettles. The symptoms had increased in spite of his treatment (locoid). She couldn't put down her hands and still red and swollen, pruritus. She stopped work during 15 days with treatment (celestamine). As soon as she put on again the gloves she has gain, the same symptoms. She can't use her hands anymore.